Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument´s joint broke into two or more pieces. No surgical delay. No adverse affects on patient. No fragment entered the surgical area.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was received for investigation. Visual examination of the device confirmed that the hinge and lever joint was broken. Also, there were observed several nicks all over the handle area near the strike plate and lever. The separated fragment was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> 1) quantity manufactured: (B)(4). 2) date of manufacture: oct 2013 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: 090200836 rev c device history review ==> a manufacturing record evaluation was performed for the finished device (259807350/abb80648) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.